Event description:
Litigation papers allege patient suffers from right hip pain, discomfort and stiffness. Patient has difficulty sitting in a car for extended periods without suffering from substantial hip pain. Additionally alleged patient has elevated metal ion levels which are being monitored by a surgeon.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in (B)(6) 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.